Manufacturer narrative:
Following product return and completion of laboratory analysis, a follow-up report will be submitted.

Manufacturer narrative:
Upon return, this lead was thoroughly analyzed. Visual inspection confirmed a complete lead and a stretched helix with a trace amount of entwined tissue. Extensive testing was then performed to assess the lead's electrical and insulation integrity. Measurements throughout these tests demonstrated continuity of the electrical circuitry and the lead insulation. Rigorous testing, including extensive lead manipulation while connected to an ohmmeter, verified there was no intermittency in the electrical conductivity. Laboratory analysis was able to confirm the reported clinical allegation of a stretched helix; however, unable to confirm all other clinically reported anomalies.

Event description:
Boston scientific received information that post implant following pocket closure, high out of range pacing impedance values were exhibited with this right ventricular lead. According to x-ray imaging, the lead appeared dislodged with a stretched helix. A revision procedure was performed at which time the lead was removed and a new lead successfully implanted. No specific adverse patient effects were reported.